Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a falsely low architect total psa assay result of 0.93 ng/ml was obtained for one patient. A physician questioned the result. The sample was repeated yielding a result of 64.52 ng/ml which was consistent with the patient's condition. No adverse outcomes were reported related to this issue.